Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatments were administered to the proximal left anterior descending artery, which was heavily calcified and 99% stenosed. The orbital atherectomy device (oad) crown became stuck in the vessel due to heavy calcium, and during attempts to manually remove the oad the distal end of the guide wire fractured. Attempts to remove the fragment with a snare device and multiple wires were unsuccessful and the guide wire remained in vivo.